Manufacturer narrative:
Investigation revealed there was no system malfunction. The case logs showed that the user correctly identified a navigational integrity issue and elected to re-perform the pre-operative registration. While re-registering the patient, the user was unable to obtain a pre-operative merge that did not contain shifts in the merge. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user opted to place the implants using traditional methods due to the inability to obtain a pre-operative merge. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.